Event description:
It was reported that the pt experienced hypertonia which was treated rapidly with oral baclofen with rapid improvement. X-ray in 2007 revealed an intact pump/catheter system. The catheter was accessed on the same day with x-ray guidance and no flow was noted. The catheter was replaced in 2008 due to occlusion. The pt receives lioresal 500 mcg/ml at the present dose of 164.78 mcg/day in simple continuous mode. No injury was reported by the hcp.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.